Event description:
The caller reports that the pt was tested. The blood glucose result of 131 mg/dl on the accu-chek inform system was compared to the lab result of 40 mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.